Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving unknown drug via an implanted pump. The indication for pump use was non-malignant pain. It was reported the patient complained of intermittent withdrawal symptoms which they believed were related to motor stalls. There was a plan to explant and would like to send back to manufacture for evaluation of motor.

Manufacturer narrative:
Product analysis #703552923: analysis information -- 2020-05-14 10:18:14 cst pli# 10 product ID#: 8637-40. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Codes have been updated to reflect new information. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer's representative. The patient was receiving 25mg/ml morphine at 2.4mg/day and 12.5mg/ml bupivacaine at 1.2mg/day. The patient went to the emergency room requesting to have their pump explanted. The patient reported that they had "ups and downs," with the therapy followed by withdrawal since their most recent pump replacement. The hcp had been decreasing the patient's dose since september in fear that the pump may be a part of a recall. The pump logs were checked on (B)(6) 2020 and there was no record of a motor stall. The hcp decided that since the logs did not show a motor stall they would increase the daily dose of morphine from 1.2mg to 2.4mg daily with a 0.5mg bolus. If this did not resolve the patient's symptoms then the hcp would schedule a dye study. It was unknown if the issue was resolved. The patient's status was noted as "alive-no injury." No further complications were reported. ****MDR decision corrected to not reportable. No additional supplemental reports are required unless additional information received indicates reportable event.****